Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lucera colonovideoscope exhibited issues with insufficient or incorrect reprocessing. The issue occurred during reprocessing prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. It is thought that there may have been a difference in understanding between olympus' recommendations and the facility in question regarding equipment handling and reprocessing procedures. The event can be detected and prevented in accordance with the following instructions for use (IFU). The IFU states, "if endoscopes and accessories are not reprocessed properly, patients or surgeons who touch them may become infected," and warns against improper reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.